Event description:
It was reported that after a refill visit the patient had an overdose. The patient's symptom was reported as "feeling sleepy". The patient was admitted to the hospital for observation only, no serious problems occurred. The patient was alert and talkative. No treatment was provided except observation. The hcp did not believe it was a pocket fill, nor did he believe that it was a problem with the pump. The hcp suggested that possibly the patient was removing medication from her pump. The pump was used to delivery hydromorphone.